Event description:
The following info was received from sanofi-aventis, the us distributor for hyalgan: a male with a history of congestive heart failure (chf) received his first treatment with hyalgan in 2008, for osteoarthritis. The day after the injection, he experienced a large swelling in his knee, "the size of a head or balloon," red, hot and painful. The pt was sent to the hosp and the physician suspected an infection, so he took a sample of the fluid from his knee for testing. Tests did not reveal any infection. It was discovered that he had a history of gout, however, the physician stated that there were no symptoms of gout at the time of the procedure. When hyalgan was given, the pt had a flare up with gout or "pseudo gout." While at the hosp, he was treated with steroids and fluids which resulted in fluid overload. He was discharged from hosp and went home in (2008). Pt's knee recovered; however, he developed worsening of his chf and after a few days died at home in (april 2008). The physician does not attribute the pt's death to hyaluronate sodium. Autopsy report states the pt died from chf. No further details available. Corrective treatment: steroids and fluids.

Event description:
Initial info was rec'd from a sanofi-aventis sales rep on 23-apr-2008: a pt who was injected with hyaluronate sodium (hyalgan) died. No further details provided. Add'l info will be provided when available. Add'l info was rec'd from the physician in 2008: a male pt with a history of congestive heart failure (chf) received his first treatment with hyaluronate sodium (hyalgan) injection in 2008 for osteoarthritis. The day after the injection, the pt experienced a large swelling in his knee, "the size of a head or balloon," red, hot and painful. The pt was sent to the hosp and the physician suspected an infection, so he took a sample of the fluid from his knee for testing. The tests did not reveal any infection. It was discovered that he had a history of gout, however, the physician stated that there were no symptoms of gout at the time of the procedure. When hyaluronate sodium was given, the pt had a flare up with gout or "pseudo gout." While at the hospital, the pt was treated with steroids and fluids which resulted in fluid overload. He was discharged from the hosp and went home. The pt's knee recovered; however, he developed worsening of his congestive heart failure (chf) and after a few days died at home. The physician does not attribute the pt's death to hyaluronate sodium. Autopsy report states the pt died from congestive heart failure (chf). No further details available. Add'l info was rec'd from the physician on 17-jun-2008: a male pt rec'd an injection of hyaluronate sodium (hyalgan) in 2008. Two days later, the right knee sweeled up, became hot, and very painful. He was admitted to the hosp on the same day. The pt's knee got better with medical care, steroids, but his health continued to deteriorate. Pt died because of his medical and cardiac condition. No autopsy was performed. The physician reported that the hyaluronate sodium injection probably flared up his knee. He had a knee aspiration done on the same day which was negative for infection and positive for crystals. Concomitant medications included clopidogrel (plavix) and acetylsalicylic acid (ecotrin) and medical history also included coronary artery disease. No further relevant info reported. Corrective treatment: steroids and fluids.